Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and has depleted from 3 years down to 1.5 years battery remaining as per recent checked in a span of 9 months. Requests were made to have data from this device analyzed. Data analysis confirmed that this crt-p was depleting normally where the change in longevity appeared to be the result of the battery voltage being lower than the nominal model and the device adjusting the longevity via blending the hardware coulometer with the voltage. As of this time, this crt-p remains in service. No adverse patient effects were reported. Additional information indicated that this crt-p was explanted due to unknown product performance anomaly and replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion and has depleted from 3 years down to 1.5 years battery remaining as per recent checked in a span of 9 months. Requests were made to have data from this device analyzed. Data analysis confirmed that this crt-p was depleting normally where the change in longevity appeared to be the result of the battery voltage being lower than the nominal model and the device adjusting the longevity via blending the hardware coulometer with the voltage. As of this time, this crt-p remains in service. No adverse patient effects were reported. Additional information indicated that this crt-p was explanted due to the physician being uncomfortable with the sudden drop in battery longevity. This crt-p was replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device battery voltage typically decreases over time). In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically based on analysis memory evidence indicating abnormal battery depletion characteristics. However, additional analysis of device data was unable to find a cause of failure. This is product issue was tracked by ncep-164220 and subsequently was escalated to CAPA-00008344, accolade unexpected drop in longevity, where root cause determination is ongoing.